Event description:
Pt underwent cataract surgery in 1999 and implantation of a staar model aq-2010v intraocular lens in the left eye. However, two-weeks postop, the surgeon noted postop refraction was unsatisfactory. While no injury occurred, removal and replacement occurred because the surgeon felt they did not receive the optical correction pt anticipated. Several attempts to obtain info and the lens were made. The explanted lens was never returned and an evaluation of the product could not be done. The pt's prognosis was listed as excellent.